Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen at a routine follow up and noise was seen on this right ventricular (rv) lead. The rv lead sensitivity was decreased and noise was still oversensed. The device was programmed to voo 60 and loss of capture was observed with high pacing thresholds. It was noted that at max outputs with arm movement capture was observed. The patient was asymptomatic and had an underlying rhythm. A lead replacement was planned, meanwhile the device was reprogrammed. It was also noted that the pacing impedance measurement were on a gradual decreasing trend. Additional information noted that no abnormalities were noted on this rv lead during the implant of a new lead. A new device was also implanted due to battery loss from the device being programmed to voo and the rv lead was surgically abandoned. No additional adverse patient effects were reported.